Event description:
It was reported that the patient experienced frequent low blood glucose events, including an overnight alarm and an episode with cold sweats, with a measured glucose of approximately 53 mg/dl; during the call the patient was treating with oral carbohydrates, and it was noted that meals were likely not being consistently announced to the ilet, which could contribute to recurrent lows. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the reporter and analysis of the information provided. Investigation of this case revealed no device component findings due to insufficient information, and the medical device problem could not be characterized beyond insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.